Event description:
A (B)(4) female patient contacted zoll lifecor customer support service to report the monitor would not respond when accessing both response buttons. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (response buttons will not start the system) has been confirmed. The front response button operated intermittently. The cause for the intermittent front response button was due to a defective front response button. The cause for the defective response button was a break in the conductive trace in the flex tail of the response button. The cause for the break in the conductive trace of the flex tail was due to the backup battery's black wire becoming trapped between the battery and the response button flex tail. The root cause for the trapped black wire of the backup battery was not positively identified but was likely due to an assembly error. No adverse event resulted from the defective response button. The pt received a replacement monitor.